Event description:
A (B)(6) female underwent surgery to remove malfunctioning port. New port inserted. Pt tolerated surgery well. Postoperative diagnoses: carcinoma of the breast. Malfunction infuse-a-port. Surgeon/anesthesiologist: procedure: the pt was brought to the operating room and was placed in the supine position on the operating table. Following administration of intravenous sedation, the left anterior chest wall is prepped with duraprep and draped in the usual sterile fashion. One percent xylocaine with epinephrine and 0.5% naropin is used for local anesthetic throughout. Prophylactic antibiotics had been administered. The pt is placed in a slight trendelenburg position and the left subclavian vein is cannulated using seldinger technique, proper placement of the guide wire being confirmed using image intensification. A prefascial "pocket" is created over the anterior chest wall caudad to the point at which the guide wire exits the skin in the left infraclavicular fossa. A transverse incision has been made and extended deep to the subcutaneous tissue down to the pectoralis fascia. Having constructed the prefascial pocket, a dual lumen infuse-a-port catheter is drawn via a subcutaneous tunnel from the point at which the guide wire exits the skin into the newly created "pocket". The catheter is tailored to the appropriate length and secure to the chamber device with the supplied locking hub. The chambers and the catheter are then flushed with heparinized saline. The infuse-a-port chamber is then secured within the pocket using stay sutures of 2-0 prolene to the underlying pectoralis fascia. A pacemaker introducer is inserted over the previously placed guide wire, and the guide wire is removed. The free tip of the catheter is inserted through the pacer introducer and directed centrally until its tip lies at the juncture of the superior vena cava and right atrium. The introducer is removed. After assuring ourselves of hemostasis, the subcutaneous tissue is re-approximated over the port chambers using interrupted vertical mattress sutures of 3-0 vicryl. The skin incisions are re-approximated using interrupted horizontal mattress sutures of subcuticular 4-0 vicryl. Steri-strips are placed over the incisions. Each chamber is then accessed percutaneously with "gripper" needles. We get good blood return from each chamber. Each chamber is then flushed with heparinized saline. An op-site dressing is placed over the needle and the pt is taken to the recovery room in stable condition. A chest x-ray in the recovery room confirms proper placement of the catheter with its tip at the juncture of the superior vena cava and right atrium, and there is no evidence of a pneumothorax. Date of procedure: (B)(6) 2012. Addenda: the port is placed on the right side with access via the right internal jugular vein. Real-time ultrasound imaging is used for needle and guidewire placement. The port is a bard power port, lot # revl0923. Access needles are not placed. Following completion of port placement the previously placed, defective port is removed. It has been prepped with chloraprep and draped in the usual sterile fashion. One percent xylocaine with epinephrine local. Incision overlying the port corresponding to the scar from its original insertion. The incision extended deeply through subcutaneous tissue and the capsule surrounding the port is incised. The retention sutures are divided in the port and its surrounding the port is incised. The retention sutures are divided in the port and its attached catheter are removed. The resultant fibrous pocket is closed with vertical mattress sutures of 3-0 vicryl. Skin margins are re-approximated with horizontal mattress sutures and subcuticular 4-0 vicryl. Steri-strips are placed over this incision and the pt is taken to the recovery room in stable condition. Examination of the port shows evidence of multiple previous access procedures through the septum but those appear to be intact and undamaged. The catheter is kinked just distal to its junction with the port chambers, the port chambers are injected under pressure and there is no evidence of a leak either in the device itself or in the catheter-chamber connection. There is a crimped area in the mid-distal catheter presumably at the area where the catheter passed between the first rib and clavicle. There is a small fracture of the catheter at this place.